Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced intermittent dexcom g7 connectivity to the ilet, including signal loss and delayed cgm readings on two different sensors and two ilet devices, with disconnections noted when leaving the home environment and subsequent automatic reconnections. Symptoms included no adverse physiological effects and a self-reported blood glucose of 107 mg/dl. Outcomes included continued therapy with cgm data resumption after brief interruptions and user guidance to update software, toggle cgm settings, and monitor connectivity. Investigation included remote troubleshooting, device restart, software update, cgm mode toggling, and replacement device deployment with user instruction on data sync and return procedures. Investigation of this case revealed recurrent signal loss between the dexcom g7 and the ilet consistent with communication interruption, with device function otherwise recovering after reconnection and no evidence of erroneous dosing or clinical harm. It was concluded, based on previously established findings for similar reports, that the cause was likely intermittent bluetooth connectivity issues influenced by environmental or device-to-sensor communication factors.